Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A patient came to our office with a complaint that he/she had difficulty seeing on the day following the administration of babiesumo intravitreal injection and that a fundus examination revealed a clear particulate matter visual acuity unchanged, no inflammation, visual abnormality, no pain reported. Investigate relevant manufacturing records (e.g., process, progress of work results, aql results, etc.) Based on the nature of the complaint. Control method and status of control in process, progress of work, and presence/absence of abnormality in investigate process. Based on the investigate results, checking of stored goods and planning of measures for CAPA, if necessary. Confirmation of stored goods (if there is no implementation, the reason for this) possibility of occurrence from needle origin. Lot number might be 2341532, 2228453.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 30521104 and lot number 2341532, 2228453. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received a patient came to our office with a complaint that he she had difficulty seeing on the day following the administration of babiesumo intravitreal injection and that a fundus examination revealed a clear particulate matter with a size of 50-100. Visual acuity unchanged, no inflammation, visual abnormality, no pain reported. Investigate relevant manufacturing records (e.g., process, progress of work results, aql results, etc.) Based on the nature of the complaint. Control method and status of control in process, progress of work, and presence/absence of abnormality in investigate process. Based on the investigate results, checking of stored goods and planning of measures for CAPA, if necessary. Confirmation of stored goods (if there is no implementation, the reason for this) possibility of occurrence from needle origin. Lot number might be 2341532, 2228453.